Event description:
It was reported that approximately 1 month post implantation of a right total talus component, the patient presented with right ankle wound dehiscence and was prescribed wound care and wound vac treatment. This was noted to have resolved 2 months later. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.